Event description:
It was reported, that the patient underwent an inflatable penile prosthesis (ipp) revision procedure. Due the device not working. Upon explant, it was noted that one cylinder had a hole and the other had an aneurysm. The device was removed and replaced. There were no patient complications.